Event description:
During a hand-assisted laparoscopic wedge resection, when using the device, it is broken out in the operation. The surgeon changed to another new device to complete the operation. No patient consequences.